Event description:
It was reported that the patient was asymptomatic. It was noted that noise resulting in oversensing was observed on the riata right ventricular (rv) lead. The rv lead was capped (B)(6) 2024 and replaced. The were no adverse patient consequences.

Manufacturer narrative:
The lead is included in the 15 dec 2011 advisory for riata and riata st defibrillation leads with emphasis on externalized conductors.